Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins battery had an external short due to an unknown cause. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and abnormal impedances were observed using an n'vision clinician programmer. {all impedances should be out of range. Unipolar mode shows impedances of around 400 to 426 ohms. The ins passed the final functional test on the automated test console. During destructive analysis of the ins, a visual examination of the internal components indicated {ins sent to mtc for destructive analysis. Pal lab confirmed anomaly and the cause was a resistive short between the device can and the battery anode.} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Event description:
No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during stage 2 implant on date notified they were getting short circuits on all unipolar pairs, around 200 ohms. Normal impedances were seen on bipoles. The leads were taken out and reseated which didn't resolve the issue, so they changed out the implantable neurostimulator (ins) and the unipolar impedances normalized. There were no out of box failures or patient symptoms alleged. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.